Event description:
It was reported that this left ventricular (lv) lead had presented high out of range impedance measurements above 3000 ohms. Due to the limited information received, further follow-up to obtain related details was not possible. No adverse patient effects were reported.